Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted during a vaginal repair, vaginal hysterectomy and obtryx sling procedure earlier in year 2017. According to the complainant, six weeks after the procedure, the patient experienced pain, pain with intercourse, and ¿spraying¿ of her urine. Ultrasound identified a low residual volume (50mls), but the physician suspected that the mesh may have been too tight. The physician then referred the patient to a urologist for an opinion. Eventually, the patient had the sling divided. Her pain has resolved and her urine spraying has also improved. The patient's current condition was reported to be fine.